Event description:
It was reported that impedance testing of the patient's implantable neurostimulator (ins) indicated 'low out of range impedance values' and 'two shorts' five days after implant. It was further reported that values of 'less than 50 ohms were showing on electrodes 0 and 1.' It was noted the ins's impedances values 'were fine on the operating room table.' It was stated a manufacturer representative was 'able to program around it, but not optimally.' No falls were reported. Additional information stated the patient's device originally had "fine" impedances both post operatively and during a reprogramming session. It was further reported that the previous 'short on contacts 0-1' that showed an impedance value '<(><<)>50 ohms' remained and contacts 2-7 were 'fine.' It was additionally noted the patient experienced 'discomfort on their left side since the battery change.' It was also stated that a 'pocket adapter' was used when the device was implanted. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3487a, lot# j0012674v, implanted: (B)(6) 2001, product type lead; product ID 3487a, lot# j0002940v, implanted: (B)(6) 2001, product type lead; product ID 3998, lot# l82878, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).

Event description:
It was noted that the patient wasn¿t getting any stimulation when using electrodes 0 and 1. It was noted that the patient had two batteries implanted. It was noted that the reprogramming around the electrodes wasn¿t providing adequate stimulation and relief. It was noted that they weren¿t able to get any stimulation from the two electrodes. It was noted that the patient was getting 70 percent coverage on their left leg and only 3 percent on their right side. It was noted that one of the patient¿s batteries was draining quickly. It was noted that the patient had two quad leads going to one stimulator and a 2x4 surgical lead going to another stimulator. It was noted that when the reference electrode was changed during impedance testing and after doing so, the zero and one electrodes ¿come up fine¿.